Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was also reported that the patients lead had pulled out of the epidural space that was confirmed through x-ray. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively and has good coverage of pain area.